Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, product ID: bi71000442. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the unable to take a 3d spin. This was during an in-service, no patient present.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that the rotor would not rotate during attempts to take 3d spins. Rotor also would not rotate in fast motion in one direction. Logs reported a gantry motion controller error 621.129. Rotor tractor drive and gantry motion controller replacements performed in accordance with asm. First replacement gantry controller failed out of box, a second controller was ordered, and installed, and system functionality was restored. System checked out to satisfaction post repair. H3,h6: the component was returned to the manufacturer for analysis. Analysis found that confirm reported complaint, "unable to take 3d spin." Test tractor drive assembly with motion cart, the motor would intermittently lock, fail to rotate. Electrically attach to system c3070 and were able to duplicate the complaint. Faulty rotor tractor drive assembly. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "unable to take 3d spin." Installed motion control box into test imaging system. The system booted and readied on each power cycle. Motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault found while under test. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, serial/lot #:(B)(6) rev. 2, ubd: , UDI#: h3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "unable to take 3d spin." Installed motion control box into test imaging system. The system booted and readied on each power cycle. Motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault found while under test. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, serial/lot #:111845915 rev. 2, ubd: , UDI#: corrected MDR: b01, c07, d02. (For wo) added MDR: b01, c19, d14 (for analysis) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.